Event description:
The peritoneal dialysis (pd) pt's rn reported a mild-fill alarm during fill 1 of pd treatment on the newton cycler. The rn stated that she bumped the cycler and caused a scale alarm. The rn stated that the pt had a peritoneal infection and a stroke, and she was recently discharged from the hosp. The rn was advised to re-setup with new supplies. During a f/u call, the rn stated that the pt was admitted to the hosp for bacterial peritonitis and treated with vancomycin and augmentin. The cause of infection was unk. There was no reported cassette fluid leaks. The rn stated that the pt had a stoke while in the hosp, but she does not believe the cycler caused or contributed to the event.

Manufacturer narrative:
A clinical investigation was performed. The fmc associate medical director agreed with the clinical investigation's conclusion that there was no info that reasonably suggests that the device caused or contributed to the event. There were no reported device malfunctions or cassette fluid leaks. Peritonitis is typically due to touch contamination of pd catheter/tubing connection and not attributed to the use of the cycler. The stroke is related to previous stokes that occurred prior to these events. The actual device was not returned for eval and therefore the reported event cannot be confirmed or replicated in field testing. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.